Manufacturer narrative:
(B)(4). Date sent: 05/06/2021. D4: batch # t5e152. H6: component code: others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The ancillary trocar was not returned. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to fire the instrument, draw the red safety back toward the adjusting knob until it seats into the body of the instrument. If the safety cannot be released, the instrument is not in the safe firing range. Once the safety has been released, do not turn the adjusting knob to ensure the instrument remains in the safe firing range. When the safety has been released, squeeze the firing trigger with firm, steady pressure. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the trocar was retracted by itself although the adjusting knob was not rotated. The device was used between the colon and the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.